Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was inserted and positioned at the laa. A watchman delivery system and closure device (wds) was inserted and advanced then subsequently deployed. The wds was recaptured, it was then noted that the was tip was deformed on angiography. The physicians thought there was not enough distal space, and the compression ratio was too large, and this caused the was tip damage. The wds and was were removed. A new was inserted and the wds re-advanced, deployed and implanted. The procedure was completed with the patient's condition being stable.

Manufacturer narrative:
Device evaluated by MFR.: the returned watchman access system (was) was analyzed, and the reported event of tip damage was confirmed. Device analysis consisted of visual inspection which revealed a kink in the sheath 51cm proximal of the tip. Microscopic examination revealed tip damage as the tip was flattened. There was blood in the hub of the device. The sheath was kinked. There was no other damage or defect found. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation. H6: device code updated from material deformation to material integrity problem. H6: component code added: cover and tip. H6 evaluation method code changed from device not returned to testing of actual/suspected device and analysis of production records. H6: evaluation result code changed from no device problem found to deformation problem and operational problem identified. H6: evaluation conclusion code changed from cmc-no problem detected to adverse event related to procedure.

Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was inserted and positioned at the laa. A watchman delivery system and closure device (wds) was inserted and advanced then subsequently deployed. The wds was recaptured, it was then noted that the was tip was deformed on angiography. The physicians thought there was not enough distal space, and the compression ratio was too large, and this caused the was tip damage. The wds and was were removed. A new was inserted and the wds re-advanced, deployed and implanted. The procedure was completed with the patient's condition being stable.